Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, with a heart rate of approximately forty beats per minute (bpm) noted. The forty bpm was below the lower programmed rate of sixty bpm on the implantable pulse generator (ipg). The histogram data, managed ventricular pacing (mvp) switch records and threshold-capture showed no indication of a heart rate of forty bpm. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.